Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The serial number of the handpiece was received. A review of the certificate of compliance shows the device meets all physical and functional requirements. Visual inspection of the handpiece found the nose cone and transducer horn dented and marred. A functional test was performed using a stellaris system. The handpiece tuned, primed and had good ultrasound function. In addition, processed water was run through the irrigation tube of the handpiece, and out onto a 0.45 micron filter. The water was then vacuumed off through the filter, in an attempt to trap any possible particles. Microscopic examination of the filter found 15 particles. Some were fiber-like particles, others were white and crystal-like particles. There are several very small, dark colored particles. None of the particles had the appearance of being fat or shiny. All of the particles were less than 20 microns and are not visible to the unaided eye. The handpiece exfoliation acceptance allows for up to 50 particles that are less than or equal to 39 microns in size. The handpiece passed the particulate test and meets current particulate standards. However, it should be noted that a damaged nose area could contribute to particulate generation. The cause of the damaged nose area cannot be determined. The investigation is ongoing.

Manufacturer narrative:
The serial number reported for the device is incomplete and we are unable to review the device history record. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported that during phaco a small piece of material entered the eye from the phaco hand piece. The particle was described as ''flat looking, a small piece of shiny metal or glitter''. The particle was removed from the patients eye using forceps. The procedure was completed without complication and no patient impact or injury was reported.